Event description:
It was reported that when the patient started walking after the pump was started, the pump started to generate a motor sound, then the full indicator lamp flashed even though the dressing had no exudate yet. The dressing had been compressed when the failure occurred. The npwt stopped for about 2 hours until the backup device reached to the hospital. No patient harm. The pump will be returned for investigation.